Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement to the lesion, interaction with the severely calcified, severely torturous anatomy resulted in the reported difficult to advance. During stent deployment, interaction with the severely calcified, severely tortuous anatomy resulted in the reported stretched stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a severely calcified and tortuous lesion in the superficial femoral artery (sfa). The 5.50x150mm supera self expanding stent system (ses) was advanced to the target lesion with resistance noted due to the anatomy. When deploying the stent, it elongated partially into healthy tissue. The ses was removed and the procedure completed using a new device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the superficial femoral artery (sfa). The 5.50x150mm supera self expanding stent system (ses) was advanced to the target lesion with resistance noted due to the anatomy. When deploying the stent, it elongated partially into healthy tissue. The ses was removed and the procedure completed using a new device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.